Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure right sided atrial tachycardia with a thermocool smart touch electrophysiology catheter and suffered complete heart block requiring pacemaker implantation. During the procedure, the patient went into a junctional rhythm after the tachycardia was terminated which was followed by complete heart block. An emergent pacemaker implantation was required. The patient was transferred to coronary care unit (ccu) and stayed an overnight for observation. Patient outcome is recovered. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition-related. The patient had underlying heart block which presented after atrial flutter terminated with ablation to cavotricuspud isthmus. Patient had been in fast atrial flutter for 2 years and had compensated accordingly. No bwi product malfunctions were reported during the procedure.